Event description:
Event description guidant received information that one day after the implant procedure for this ventricular implantable lead, the patient had developed a pneumothorax as a result of the implant procedure.